Event description:
It was reported the customer had repeated no delivery alarms. Customer stated they have tried different infusion sets and cannula lengths, but the alarm was recurring. The customer also stated the tubing was not bent or kinked. Customer requested a replacement insulin pump. The customer's blood glucose was 9.4 mmol/l. No additional information provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, prime and excessive no delivery alarm test. No excessive no delivery alarms was noted. The insulin pump functioned properly. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.